Manufacturer narrative:
One device was returned for analysis. Event history log reviewed, and no relevant event history found. No relevant service history found within review period. Visual inspection found downstream occlusion (dso) seal delamination. The dso seal was replaced.

Event description:
It was reported that the device was loading with black and white display. Subsequent analysis of device found downstream occlusion (dso) seal delamination. There was no patient involvement, and no patient harm/adverse event reported.